Event description:
It was reported that the user experienced a low glucose event with a blood glucose of 40 mg/dl after a missed dinner meal announcement led to hyperglycemia reported at 340 mg/dl, followed by a delayed meal announcement two hours post-consumption that combined with automated correction doses and resulted in insulin stacking while using the ilet and subsequently an oral glucose treatment. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included resolution of the low with oral glucose and completion of troubleshooting without hospitalization. Investigation included customer care case review and user coaching regarding appropriate meal entry and the risk of using meals as a correction strategy. Investigation of this case revealed user behavior as the primary factor, with missed and delayed meal announcement causing hyperglycemia and subsequent insulin stacking leading to hypoglycemia; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error related to meal announcement and dosing behavior.